Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and alarmed motor error during basic occlusion due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump had a cracked display window corners, cracked reservoir tube lip. The motor passed the motor test. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.